Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty inflating the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, a sampling of units is destructively tested for proper balloon inflation. Return of the mini trek balloon catheter may have aided in the investigation and determination of cause for the reported difficulties inflating the balloon. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this case, without the product to examine, a conclusive cause for the reported difficulties inflating the balloon could not be determined.

Event description:
It was reported that the procedure involved the left anterior descending (lad) artery and diagonal. A xience v 3.0 x 15 mm was implanted in the lad. The mini trek, which was prepped and soaked per the instructions for use, was then advanced through the xience v stent struts to the diagonal to treat the side branch. Once the mini trek was placed at the lesion site, it would not inflate. Another mini trek of the same size and lot was used with no issue and the procedure was completed and the patient is doing fine. There was no clinically significant delay in the procedure. There was no adverse patient sequela. No additional information was provided.